Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements on the left ventricular channel. Further monitoring of the patient was discussed. This device remains in service. No further adverse patient effects were reported.